Event description:
The customer reported that the system would not start up and that a scan disk error message was displayed on the screen. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The disk drive was replaced. The system was tested and found to be working as intended and put back into service.